Manufacturer narrative:
Additional information received on 24 nov 2015: external drainage of csf due to intracranial hypertension. Implantation of the device about one week before the issue. The external drainage was changed on (B)(6) 2015 immediately after the event another one was used. Quantity of csf lost was 60 ml. Patient was a child but gender not communicated.

Event description:
The tap of the external ventricular shunt valve was disconnected at the level of the proximal tap. It led to an important cerebrospinal fluid (csf) leakage. The hospital reported that they did not know which of the following elements could be the cause of the event : quality of medical device, use of medical device, use of associated product/drug. The medical staff decided to implant another device. The incident has been identified as minor by the customer because the device was change and there was no consequence for the patient. Additional information has been requested.